Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a chronic type b dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag a/c), gore® tag® conformable thoracic stent graft (ctag), and gore® excluder® aaa endoprostheses. A left common carotid artery (lcca) - left subclavian artery bypass was concomitantly performed. A gore® excluder® aaa aortic extender endoprosthesis and a ctag device were deployed successfully. The ctag a/c device was deployed with the proximal gold band positioned just below the patient's lcca. Blood pressure in the left upper limb went down, and angiography revealed that the origin of the lcca was unintentionally covered by the device sleeve. The physician stated that there was no doubt that the cause of vessel coverage was the device sleeve, and that the partially uncovered stent had not appeared to cover the lcca on imaging prior to device deployment due to inappropriate marking on the monitor. It was further noted by the field sales associate that, because the proximal side of the lcca overlapped with the brachiocephalic artery on the imaging monitor, the area was not marked. Therefore, the thickness of the entire lcca could not be recognized, leading to unintentional vessel coverage. No device migration occurred during the procedure. A metal stent was deployed at the origin of the lcca to secure blood flow. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Method code 2 added. H.6. Results code 2 added.